Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the sheath and difficult to remove. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the catheter was allegedly difficult to be removed. It was further reported that the balloon partially detached from the outer shaft of the catheter. The device was removed and replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta dilatation catheter loaded with an unknown sheath was received for the evaluation. On the visual evaluation, the device was noted to be bloody. On further, the balloon was noted to be separated from the catheter shaft but still attached to the inner lumen wire at the glue bullet joint. Distal tip of the balloon was noted to prolapsed, glue bullet was also noted not be seated in the correct position. Distal tip of the sheath was noted to be buckled. Under the microscopic observation, the break was noted at the glue bullet joint. No other functional testing was performed. Therefore the investigation for the reported difficult to remove was confirmed as the balloon returned loaded with an unknown sheath for the evaluation. The investigation for the reported balloon joint break was also confirmed as the break was noted at the glue bullet joint under the microscopic observation. The reported difficult to remove is the likely cause of the reported balloon joint break. However, the definitive root cause for the reported difficult to remove and balloon joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6(device, method). H11: b5, h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.